Manufacturer narrative:
A follow up MDR will be submitted upon completion of the plant's investigation

Event description:
The patient's wife called to report that when the patient woke up at the end of treatment he found a puddle of fluid under the cycler. The cycler was replaced. Additional information has been requested.

Manufacturer narrative:
A supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
The patient's wife called to report that when the patient woke up at the end of treatment he found a puddle of fluid under the cycler. The cycler was replaced. Additional follow-up was made with the pd patient's clinic registered nurse (rn), who stated there was no patient injury due to the leak. The patient's effluent has remained clear. Per pdrn the tubing set was discarded.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation, and the lot number was not able to be obtained to date. Distribution records were reviewed to identify potential lots of this product shipped to the customer over the past 3 months. The entire set of lots have been sold and distributed. Batch records for the lots identified were reviewed and confirmed there were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
The patient's wife called to report that when the patient woke up at the end of treatment he found a puddle of fluid under the cycler. The cycler was replaced. Additional follow-up was made with the pd patient's clinic registered nurse (rn), who stated there was no patient injury due to the leak. The patient's effluent has remained clear. Per pdrn the tubing set was discarded.